Event description:
Patient reports pump did not work during infusion. No reason given as patient called a day or two after issue and does not remember. Patient was able to finish infusion. No other information known. Indication: chronic lymphocytic leukemia of b-cell type in remission 1. Did the reported product fault occur while in use with the patient? Yes. 2. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? N/a. 3. Is the actual device available for investigation? Yes. 4. Did we replace the device? Yes. 5. Did the patient have a backup device they were able to switch to? Yes gravity tubing. Chronic lymphocytic leukemia of b-cell t.